Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal symptoms and had the pump replaced. The pt stated that he thought he had "the flu, sweats, nausea, diarrhea". A couple of days later, the pump alarmed. The pt stated that the "pump was empty". After the replacement, pt describes his current status as "good". The drug contained in the pump at the time of the event was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.